Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous and eccentric mid left anterior descending artery that was 95% stenosed. Pre-dilatation was done with an unspecified mini trek and an unspecified xience prox stent was implanted. Post-dilatation was attempted with a 3.0 x 8.0 mm nc trek balloon catheter; however, the protective sheath was unable to be removed from the balloon. Therefore another 3.0 x 8.0 mm nc trek balloon catheter was used to successfully complete the procedure. The patient was then transferred to the coronary care unit (ccu). There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual, dimensional and functional inspections were performed on the returned device. The reported difficulty removing the protective sheath was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.